Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test noted. No battery out limit alarm, no unexpected restart error alarm, no external ram crc error alarm and no motion sensor test failure alarm noted during test. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son's insulin got multiple pump error. Customer reported that they receive battery out limit as well as no power error.the customer¿s blood glucose level was 150mg/dl. Troubleshooting was not performed for pump error. The product will return for the analysis.